Manufacturer narrative:
Change from no information to: male change from: (B)(6). Unit of measure if ng/ml. Ref. Range: 0.00-4.0 ng/ml. To: (B)(6).

Event description:
.

Event description:
The customer contacted hotline to report an erroneously elevated psa result above the normal reference range of the assay for one patient. Repeat testing of the patient sample the following day produced a lower result within the normal reference range of the assay. The result was not reported out of the laboratory; hence patient treatment was not impacted by this event and not injury requiring medical intervention was reported. The customer also observed ultrasonic errors in the instrument event log on the date of the event. The customer repeated the sample and lower result was obtained. In addition, the customer sent out the patient sample for testing at a reference lab and the result obtained on the alternate method was within the normal range of that assay and it matched the repeat access result obtained by the customer. Patient samples were collected in serum sample tubes and the customer did not observe any sample related issues pertaining to this event. Per customer, qc was performing within established limits at the time of the event. System check data has not been supplied to date. On (B)(6) 2012, field service engineer (fse) was dispatched to evaluate instrument hardware. The fse noticed a grinding noise when the incubator belt turns. Fse replaced the incubator belt and rv clips. The fse also replaced the pipettor tip to address ultrasonic errors that were captured in the instrument event log. The fse checked the transducer voltage and performed passing system checks within instrument specifications to verify instrument hardware after repairs were completed.

Manufacturer narrative:
A definitive root cause for this event has not been determined to date based on the supplied information.